Manufacturer narrative:
Add'l narrative: this info was not provided during initial report. Add'l info has been requested. Synthes is unable to determine mfg site or mfg date without a lot number. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided.